Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed high glucose for approximately nine hours, confirmed by fingerstick readings up to 462 mg/dl and 435 mg/dl, with the infusion set noted as an inset on the right abdomen and cgm type fsl3+; the cause of the high glucose was unclear, and the user was advised to perform a full supply change, with no leaking or bent cannula reported. Symptoms included hyperglycemia, while the patient reported no additional symptoms. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.